Event description:
Healthcare professional reported "patient who had implant removal due to reoccurring infections" of a non-abbvie device. This record is for left side. The device status is unknown. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Hecc: 4845,1924. Dpc: 1524. Ref: mw5188685.